Event description:
I started using poligrip 3, fixodent when I got dentures in 2000. That stuff taste nasty. It's very messy inside the mouth. Some time it oozes out. Yes I started experiencing tingling in my extremities. My gum remained sore. I also suffered with dry mouth. My gums hurt when I put my dentures in my mouth. I tase of that fixodent 3. Poli grip is horrible. Dose or amount: #1. Top dentures, frequency: every day. Route: I'd fill the dentures with poli grip. #2. Bottom dentures. Every day. Dates of use: #1 2000. Diagnosis or reason for use: to hold my dentures in place. Event abated after use stopped: yes.